Event description:
It was reported that a kink occurred. A watchman access system (was) double curve and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that the was became kinked due to large tension caused by the patients anatomy of a low laa. The was became kinked after the wds was inserted, but a closure device was still deployed through this system. Release criteria were not met and the device was fully recaptured. The procedure was completed with another of the same device for a successful implantation of the closure device. No patient complications were noted.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 11:12 am CT. The report number is being corrected from: 2134265-2018-64403 to: 2134265-2018-62390.

Event description:
It was reported that a kink occurred. A watchman access system (was) double curve and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that the was became kinked due to large tension caused by the patients anatomy of a low laa. The was became kinked after the wds was inserted, but a closure device was still deployed through this system. Release criteria were not met and the device was fully recaptured. The procedure was completed with another of the same device for a successful implantation of the closure device. No patient complications were noted. The device was received and evaluated by MFR. See investigation summary below. Returned product consisted of a watchman access system. The dilator was received inside the sheath. The tip, and sheath was microscopically and visually inspected. Inspection revealed a kink in the sheath located 8.7 cm form the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.